Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device remains implanted, so no engineering evaluation could be performed. Further investigation is being conducted and the information will be included in the final report.

Event description:
On (B)(6) 2015, the patient presented with an aneurysm in the right popliteal artery which was successfully treated by implanting two gore® viabahn® endoprostheses. On (B)(6) 2016, an occlusion of the two gore® viabahn® endoprostheses, implanted on the right side, was diagnosed and therefore a thrombectomy was performed on (B)(6)2016. Following the thrombectomy the patient was doing well. On (B)(6) 2016, an occlusion of the two gore® viabahn® endoprostheses, implanted on the right side, was diagnosed and therefore a thrombectomy was performed on the same day.